Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the sensor cannula was missing after removal from body. The blood glucose was 136 mg/dl at the time of the incident. The customer was not reporting that the sensor cannula or introduce needle fractured while in the body. The insulin pump will not be returned for analysis.